Manufacturer narrative:
Field service specialist checked the laser using the full system checklist and everything checked to specifications. Performed a daily alignment verifications (dav) and a mock treatment and system met specifications. Could not find an issue with the laser. Log files were collected and sent to quality for review. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that laser didn¿t cut the lens completely and there was a tear in the bag that required a vitrectomy to be performed. Intraocular lens was place in sulcus as a result. Additional information was requested by johnson & johnson vision applications support manager. However, surgeon stopped the conversation and said he had no time to discuss it.